Event description:
During a follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was provided that the suspected cause of the event was fibrotic tissue resulting in increased defibrillation impedance.